Manufacturer narrative:
Evaluation of the returned product did not confirm the reported issue and revealed the unit does not power up when pressing the battery door or with batteries. The unit does power up with an external power supply and passes all functional tests. However, the battery springs are badly bent. Also, the aqualert water indicator label is missing. (B)(4).

Event description:
Customer reported the alarm only has power when the battery door is pressed. Batteries have been replaced with a new supply. The date when the issue was discovered is unk. No pt incident or injury was reported.